Event description:
It was initially reported that a patient has a successful gfu upload but the device would not interrogate following the upload. The files confirmed that the second upload was successful and that the device software was transferred as expected after the second gfu upload attempt. The device interrogated and programmed as expected following the second successful upload. The first upload was not successful. A magnet reset was performed but after the magnet reset, they could not interrogate the generator. A second magnet reset was performed and the interrogation was successful and gfu upgrade was done. Flashcard data was sent to manufacturer for further investigation and it looked like there could have been an environmental problem causing interference during the first upgrade. From examination of the software flashcard data, it was determined that the demipulse generator ram seems to have been corrupted following the gfu. Further examination of this data has revealed that this corruption results in permanent miscalculation of the time remaining until end of service (until the device is within 6 months remaining until eos, at which time the calculation will be accurate), temporary inaccurate magnet activation history display, phantom magnet activations, and a change in the total operating time stored in the generator. The corruption does not appear to alter the therapy that is delivered to the patient. The manufacturer continues to investigate this event, as the exact cause of the corruption of the generator ram remains unknown.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed.